Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011, the patient presented with pre-op diagnosis of 1. L3-l4 grade 1 spondylolisthesis. 2. L3-l4 and l4-l5 degenerative disk disease. 3. Bilateral lower extremity sciatica. 4. L3-l5 lumbar stenosis. 5. Low back pain. The patient underwent following operative procedures: 1. Posterolateral arthrodesis, left side, l3 to l5. 2. Posterior interbody arthrodesis, l3-l4 and l4-l5. 3. Posterior instrumentation, l3-l5. 4. Insertion of interbody biomechanical device at l3-l4 and l4-l5. 5. Local use of autograft morselized. 6. Allograft used for fusion. 7. Intraoperative use of fluoroscopy. 8. A laminectomy for decompression and facetectomies at the l3, l4 and l5. The patient complaint of low back pain, right lower extremity radiculopathy as well as claudication of the symptoms. During the pro cedure, "...started at the l3-l4 level. A 9 mm trial was inserted end incision was made to place a 9 x 25 mm length peek cage. Prior to this, the disk space was irrigated. The large bmp kit was put together according to manufacture protocol at the back table, once it was ready. Now the surgeon moved to l4-5 interspace prepped. A small portion of bmp was inserted anteriorly. Large amounts of morselized bone graft were placed into the disk space anterior as well and impacted into position. Next, the interbody device which was 9 mm in height and 25mm in length were filled with small portion of bmp as well as autograft and placed into the disk space in appropriate position."